Event description:
The patient reported issues with pen needles: they are not sharp and often bruise skin and cause pain. They do not allow insulin to flow through the needle at times. Having to deal with the uncertainty and unreliability of pen needles on top of dealing with her diabetes adds stress to her life.